Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was a failure of product. The following information was provided by the initial reporter: yesterday I went to the doctor in order to have a blood sample taken. They used the "bd vacutainer, safety lok, blood collectionset" (2024-10-31/22k29t2). After the blood sample was taken, there was blood spreading out of the vacutainer - the blood filling process into the test tube could't be stopped (the occlusion seemed to be broken). There was blood all over the floor. The medical nurse said that this issue happens every second time using a vacutainer for taking blood samples. The saftey lok of the vacutainer seems not to function the way it should.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and it shows the product packaging. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and another 5 retention samples by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was a failure of product. The following information was provided by the initial reporter: yesterday I went to the doctor in order to have a blood sample taken. They used the "bd vacutainer, safety lok, blood collectionset" (2024-10-31/22k29t2). After the blood sample was taken, there was blood spreading out of the vacutainer - the blood filling process into the test tube couldn't be stopped (the occlusion seemed to be broken). There was blood all over the floor. The medical nurse said that this issue happens every second time using a vacutainer for taking blood samples. The safety lok of the vacutainer seems not to function the way it should.

Manufacturer narrative:
The manufacturing location for this product is nipro thailand . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number reported lot number 22k29t2 was reported, however, this is not a lot # manufactured for the reported catalog #367282. D4. Medical device lot #: 22k29t2. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.